Manufacturer narrative:
The customer was sent a replacement power supply. Contact was not made with the customer to obtain additional info regarding this event. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated the casing came apart which is safety issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrective info, a f/u report will be filed at that time.

Event description:
The customer reported to customer svc that the outside casing on the housing of the power cord for her breast pump came apart.